Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a right knee revision to address instability, subluxation, ¿popping or jumping¿ with flexion, and pain. During the revision, the surgeon noted scar tissue. Only the insert was revised. Doi: (B)(6) 2017; dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.